Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009, inratio: 6.3/7.1, lab: 6.3. Date: (B)(6) 2009, inratio: 3.1/6.8, lab: 6.9. Patient has been taking coumadin for years; therapeutic range is around 3.0; patient is taking antibiotics for an infection in her leg.